Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that the 5433a cable was broken, as a result, the cable was replaced.

Event description:
It was reported that the external pulse generator showed pacing but the physician found no pacing signal on the EKG. The external pulse generator was sent for repair. No patient complications have been reported as a result of this event.